Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70, serial: (B)(4), description: artisan surgical lead, 70cm model: sc-4316, lot #:14310492, description: next generation anchor kit-sterile, explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
The patient underwent an explant due to thoracic and pocket incision opening up. IV antibiotics were administered as precaution. There were no signs of infection. The patient is reportedly doing well following the procedure.